Manufacturer narrative:
(B)(6). Report source: foreign. The event occurred in the (B)(6). Report source: literature kent, matthew, et al. ¿a technique for the fabrication of a reinforced moulded articulating cement spacer in two-stage revision total hip arthroplasty.¿ international orthopaedics, vol. 34, no. 7, 2009, pp. 949¿953., doi:10.1007/s00264-009-0847-5. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
The study reported one spacer dislocation due to rotation of the spacer. The patient underwent re-exploration and reinsertion of the spacer. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.